Manufacturer narrative:
No devices were returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used intra/peri-operatively of a sacroiliac and thoracolumbar procedure. It was reported that the software became unresponsive in the registration task. The site could move the mouse, but not click on anything and the probe would not verify even though the error was 0.7. The site re-booted the system and the issues were resolved. There was a less than 1-hour delay to the procedure and no impact on patient outcome.